Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen 2000 mcg/ml 267.1 mcg/day via an implantable pump for spinal pain/intractable spasticity indications for use. It was reported that  the patient had magnetic resonance imaging (MRI) today and left the MRI field over 2 hours ago. The healthcare provider (hcp) stated that the pump motor stall has not recovered yet. Discussed waiting another 20 minutes and recheck the pump status and logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.